Event description:
Procedure type: lap hernia repair. Patient gender: unk. According to the reporter: the balloon popped during the procedure. The surgeon was able to remove a piece from the patient cavity. There was no report of the operating time and incision extension as a result. No patient injury was reported.